Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned separately and is severely deformed. The balloon is well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. According to the information received the inner diameter of the used 5.5f guideliner extension catheter is 0.051 inch and does therefore not meet the requirements specified in the orsiro us IFU. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the used extension catheter.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion (90% stenosis degree) in a distal lad. During a procedure with a guideliner the stent was snagged at the proximal entry port on the guideliner and was compressed/stripped. After withdrawal the stent was displaced to the proximal part of the balloon.